Event description:
It was reported via sales representative that the exeter stem has a faulty spigot protector and would not connect onto the stem introducer.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.